Manufacturer narrative:
Lot number added to section d4. The investigation is in progress. All information reasonably known as of 01 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
One used sample with product packaging was received. The device was evaluated, the failure was not confirmed. A root cause could not be determined. The device history record for the reported lot number, um5183xxx, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 24-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 29 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "invasively ventilated pt [patient] was noticed to be desaturating (paediatric) and increasing etco2 post intubation in ed [emergency department] (approximately 4 hours post-intubation). Tube was checked for patency and, via suction catheter, noted hard to get access. Tube was removed, kink noted and patient re-tubed." No patient injury was reported; however, medical intervention was performed. Patient re-tubed prior to being flown to another hospital. Additional information received 11-jul-2019 indicated that the "intubation was a straight forward grade 1 intubation without any complications. I used a mac 2 blade on the cmac in ed. I did not use a bougie or stylet at any time during the intubation. The ett [endotracheal tube] was secured using a tube tie and position confirmed with capnography. Tube was 15cm at the lips after being secured. No issues ventilating the child after the initial intubation."